Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device had no pacing spike, indicating either no output or that it did not capture, the device had no ventricle output, its output flex was out of specification in an electrical manner. It was additionally noted that the upper and lower case halves were broken, both bail covers and the ring cover were broken, the heart block, heart wire contacts and lead flex cover were contaminated, the ring was missing and the battery drawer was broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had no pacing spike, indicating either no output or that it did not capture. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection observed potential trace cracks near connector pins. Bench analysis discovered an open circuit. This confirmed the reported failures seen during service and repair of the device. Conclusion: reported failures caused by intermittent circuit path continuity.